Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 19-feb-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not recoverable. A field service engineer found that the main drawers 1 and 2 were not detected on the bus and was found that the comm sled was bent from the unit being slammed into the wall. The sled was bent back into place, and all connections for the comm sled and for drawers 1 and 2 at the bus were reseated to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawers not recoverable, power outage occurred. Drawers and tower not accessible. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.